Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 52 mg/dl. The customer reported that transmitter had charging issue because of battery was not lasting. The customer did not provide the information about the treatment and the automode use. The device will not be returned for the analysis.